Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, flat creases, and red particulate material on the shell. A weight test of the device was performed which verified the device is underweight. A microscopic analysis was performed which identified a sharp break. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp edge break in the anterior side assessed as an unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture and pain. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture, pain, "silicone deposits outside implants and in lymphatic tissue," "panic and suffered considerable damage to health and mental state." Physician reported rupture. Device has been explanted.